Event description:
It was reported that during a take down colostomy, the surgeon went to release the device and turned it as stated in IFU. It would not release; it appeared that the device did not cut through. The bowel became torn and had to be hand sutured. It took approximately an hour longer to complete the case. Suture was used to complete the procedure. Received the following information on 1/4/2010: the surgeon inserted the anvil in the bowel and the handle into the rectum; he dialed down to mid-range and a crunch was heard. He turned the device to the right and to the left. After twisting the device back and forth, the whole bowel was twisting. The surgeon then used his hand to manipulate the device away from the tissue and the tissue became torn; it partially stapled and was torn on the posterior side. There was no excessive bleeding. There was not enough tissue to use another device so sutures had to be used to complete the case.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.